Manufacturer narrative:
The intraocular lens was received and sent to the manufacturer for analysis. Lens met all specifications prior to release. In follow-up it was learned the initial implant was replaced with the same model lens 1.5 diopters higher suggesting this incident was not caused by the product. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Visual inspection of the returned intraocular lens showed a heavily damaged optic, precluding diopter measurement. A review of the manufacturing records showed no deviations. The diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 19.5 diopter of this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received. All information received is included in this report.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced with a higher diopter iol without complication 3 weeks after it was implanted. The reason stated was wrong power implanted